Manufacturer narrative:
Event date: date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention for unknown reason, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-03588 should not have been reported as a medical device report (MDR) due to additional information indicating that the ipg was electively replaced due to aging of the device. There was no alleged stated deficiency of the device and patient still had therapy.